Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with intraperitoneal fortum (1g once a day; duration not reported) and intraperitoneal vancomycin (1g once in 5 days; duration not reported) for peritonitis. Therapy remained ongoing. The patient remained hospitalized. At the time of this report, the patient had recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.